Event description:
It was reported that the patient suffered pain. Suspected lead malfunction was reported. The physician plans to change the lead at time of normal ICD replacement for eri. It was stated that the patient had a weak heart and the lead would likely be capped. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.